Event description:
It was reported by customer that the cs300 had improper sensing alarms during use. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) inspected the unit and noted catheter alarm messages but found no error messages in the user main menu. Preliminary checks were performed with no problems identified. The unit was tested using a trainer and catheter for two hours, during which no errors or abnormal conditions were observed. It is possible that a crimp or kink in the catheter line contributed to the reported alarms. The unit passed all performance and safety tests in accordance with factory specifications and was cleared for clinical use. No additional information is available.